Event description:
Teething pacifier slip was attached to infants shirt and he was using the pacifier on the other end. At some point in the few minutes he was using it the cord became detached from the clip and the silicone teething beads(about marble sized) began falling off. Product was taken away from infant. When not using pacifier it was very common for infant to chew and teeth on the silicone beads as intended, luckily during this incident he was not. Bought in a pack of two, pacifier clips with silicone teething beads. Each one included a plastic clip, 8 rounds beads, 1 larger geometric bead in the middle, on a nylon cord with a loop at the other end for a pacifier. This product was labeled cpsia compliant. Purchase date: (B)(6) 2019. (B)(4).